Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model cre14s recanalization catheter allegedly experienced material separation and device-device incompatibility. This information was received from various sources. Of the two malfunctions, one did not involve a patient, and one involved a patient with no reported consequence. One patient was reported as female; the remaining patient information was not provided.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code for the crosser cto recanalization catheters products is identified in d2. H10: the lot number for the two reported malfunctions was provided and lot history reviews were performed. The devices for the two malfunctions have been returned to the manufacturer for evaluation. The investigation for two of the reported malfunctions confirmed material separation and material split, cut or torn and inconclusive for device-device incompatibility. The definitive root case could not be established. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The devices for the two malfunctions have been returned to the manufacturer for evaluation. The investigations of the reported malfunctions are currently underway. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code for the crosser cto recanalization catheters products is identified.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model cre14s recanalization catheter allegedly experienced material separation and device-device incompatibility. This information was received from various sources. Of the two malfunctions, one did not involve a patient, and one involved a patient with no reported consequence. One patient was reported as female; the remaining patient information was not provided.